Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was uploaded, and two weeks of info were missing. It was also stated that the customer had been hospitalized. No further info was available at the time of the call.